Event description:
It was not clear if the patient¿s concerns were resolved or not. An appointment date of (B)(6) 2014 was noted.

Event description:
It was reported that the patient had no stimulation sensation and had a loss of therapeutic effect. In the past 4 days the patient had noticed symptom return. The patient had an appointment with their health care provider (hcp) on 2014 (B)(6). The patient could not find their patient programmer as their spouse must have moved it and they would call back in the morning to troubleshoot. The patient found their programmer and wanted help to operate it. It was not working for the reason that the patient¿s symptoms were back. The batteries in the programmer were ok and the patient tried a couple of times to raise the amplitude but the highest they could go was 2.9v and they didn¿t feel it. The issue with the patient¿s symptoms had been going on almost a week. The patient synced the programmer with their implantable neurostimulator (ins) and stimulation was off set on program 4 at 0.0v. The patient wanted to activate stimulation and increase and was able to turn stimulation on and increased to 0.7v. It was comfortable and the patient checked sitting, walking, and standing. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot# va0jmyd, implanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(6); product type programmer, patient. (B)(4).

Event description:
It was reported the patient had a loss of therapeutic effect. They did not have bladder control and wet the bed the night prior to call. While on the call, stimulation was confirmed on, but they did not feel stimulation. Increasing from 3.1 v to 3.7 v resulted in stimulation sensation, but it dissipated. Stimulation was comfortable at 3.8 v.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient could not feel stimulation and experienced loose bowels and urinary and bowel incontinence. The patient could not adjust stimulation high enough. The patient was incontinent during intercourse, starting six months prior to call. While on the call, the patient saw the poor communication screen. After adjusting the antenna, the patient was able to sync and confirm stimulation was off. The patient turned stimulation on and decreased to a comfortable level. The patient needed an MRI for unrelated, pre-existing issues. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.